Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the remote arm controller (racs) 1 and 2 boards. The system was tested and verified as ready for use. Isi did receive the racs to perform failure analysis (fa). The first racs were analyzed, and fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. No issues were found that are related to the report issue during visual inspection. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles and sat idle for 1hr. After testing 10x cycles no error occurred. Fa reviewed the system error logs was no error could be identified. As a result of these findings, fa concluded that there was no root error 41014 or 25580. Isi did receive the second racs to perform failure analysis (fa). The second racs were analyzed, and fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. No issues were found that are related to the report issue during visual inspection. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles and sat idle for 1hr. After testing 10x cycles no error occurred. Fa reviewed the system error logs was no error could be identified. As a result of these findings, fa concluded that there was no root error 41014. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable error occurred. The customer power cycled the system and disconnected one surgeon side console (ssc) to continue the procedure. Logs showed 40241 errors without identifying the cause, suggesting a possible issue with the ssc 1. The procedure was completing as planned with no report of patient injury. The clinical sales representative (csr) later inquired about the availability of the ssc for future cases. They would proceed using a single console system until repairs were finalized. The procedure was completing as planned with no report of patient injury.